Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 5. Customer reported false negative results when working with 0.8% resolve panel a lot# vra275 for patients with anti-d due to rhogam (approximately 5-10 patients). Customer stated that after positive results with d positive cells for antibody screen using 0.8% selectogen lot, samples were tested with vra275 and was expecting positive results. Customer claimed all d positive cells were negative, except cell #3 which showed a weak positive reaction in some cases. Cell # 3 is also listed as hla positive, so customer was not able to identified the anti-d. Customer further added that site performed additional testing using 0.8% resolve panel b and was able to confirmed the anti-d antibody. Testing for antibody identification was performed using manual gel method, with mts anti-igg gel cards. Daily qc testing was performed and acceptable. No harm to the patient and no false negative reported issue started on: not provided; reported (B)(6) 2017. Frequency: 5-10x . Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: positive reaction. Test repeated: yes. Result obtained by repeating: weak-1+ positive using 0.8% resolve panel b. Method used to repeat: manual gel method. Customer requested a replacement for another lot.